Event description:
It was reported that the patient presented to hospital due to pocket infection. Pocket was revised and the leads were reconnected to the device. Patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.